Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he experienced sensor reading discrepancies. The customer stated that the sensor was reading 94 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 282 mg/dl. The customer also reported receiving a no delivery alarm. He stated that the sensor had only been inserted for 2 days and mentioned that he calibrates 5 to 6 times a day. The customer was advised about the recommended calibration process. Troubleshooting was not completed as the customer requested to be called back, but he could not be reached. The device will not be returned for analysis.